Manufacturer narrative:
The other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient's implanted infusion pump containing morphine (25 mg/ml at 13.4 mg per day). The indications for use included non-malignant pain, failed back surgery syndrome, and post lumbar laminectomy syndrome. It was reported that during a pump replacement for normal end of service (eos), the existing catheter was unable to be aspirated via the catheter or the catheter access port (cap). The sutureless connector was replaced, but the issue remained unresolved. The healthcare provider decided to continue to use the existing catheter with the new connector because the patient had not experienced any therapy issues. A back table prime was performed, but the sutureless connector was not primed. No patient symptoms were reported.

Event description:
Additional information was received from a manufacturer representative on 2017-jan-18. It was reported that the cause of the inability to aspirate was not determined. The patient reported prior to the replacement surgery that the therapy was working great and there were no issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.